Manufacturer narrative:
Pt identifier: - (B)(6). Wiater, j. Michael (2017) "exploring failure of total shoulder arthroplasty systems through implant retrieval, radiographic, and clinical data analyses" journal of shoulder and elbow arthroplasty, volume 1: 1¿10 brand name: - biomet products reported in this article include the comprehensive shoulder and bio-modular shoulder systems. Concomitant devices - unknown biomet humeral head catalog #: ni lot #: ni, unknown biomet humeral stem catalog #: ni lot #: ni, unknown biomet glenoid component catlaog #: ni lot #: ni. Initial reporter: - additional journal authors - moore, drew d., moravek, james e., baker, erin a., salisbury, meagan r., baker, kevin c. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Both legacy biomet and legacy zimmer, along with competitor products, are mentioned in this journal article. It is unclear which complications are tied to what systems. Please see associated reports for this event: 0001822565-2017-04239 / 04400 / 04401 / 04402 and 0001825034-2017-04276 / 04278 / 04279.

Event description:
It was reported in a journal article that twenty (20) patients underwent shoulder arthroplasty revision due to a rotator cuff tear. No further information has been provided.